Event description:
The user presented to the clinic with the cochlear implant (ci) exposed through skin and purulent drainage. Hence, the implant is currently not used due to the exposure. Explantation surgery is scheduled for (B)(6) 2025. This report refers to 9710014-2025-00388. For further information please refer to this report.